Event description:
After an endo vascular procedure, the pt developed an infection in the lower leg. The hospital did not provide any information on the cause, type, onset or the treatment for the infection. It was reported that dermabond was used for the incision site after the procedure was completed. No other complications were reported by the hosp. The hosp did not report any device malfunction.